Event description:
When the customer opened the box the inner packaging had a hole in it.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.